Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a pigtail mandrel and a stent protector from a different product on device. There were several stent struts on the distal end of the stent were stretched distally and bent. The bumper tip of the device showed no signs of damage. There was blood on the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-apr-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). After placing a non-bsc guidewire, a 2.0x15mm non-bsc balloon catheter was advanced but failed to cross the lesion. The balloon was removed and was changed to a 1.20x6 balloon non-bsc balloon catheter. Predilation was then performed. Additional dilation was performed with a 2.0x15mm balloon catheter. Subsequently, a 16 x 2.50 promus premier stent was advanced but failed to cross the lesion. A 15 x 2.50 non-bsc stent was advanced instead but the non-bsc stent also failed to cross the lesion. The procedure was not completed. No patient complications were reported. However, returned device analysis revealed distal stent damage.